Manufacturer narrative:
Device was used for treatment, not diagnosis additional product code for this report includes; hty. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the threaded guide pin was found broken and a piece of 0.5cm fragment was left inside patients patella. Intraoperatively the operating room nurse was informed by the surgeon that the tip of a 1.25mm guide pin was found broken after use. An x-ray confirmed a 0.5cm long, 1.25mm guide pin was found in the patella. There was no report of a surgical delay. This report is for 1 of 1 complaint com-(B)(4).

Manufacturer narrative:
Additional narrative: an evaluation was performed on the returned device. As per received condition the device; almost the entire threaded tip of approximately; 5mm is broken off and missing. The remaining shaft is bent and shows several striations marks as well as marks all over possibly caused from a forceps. The measurable dimension of the broken guide wire was checked and found to be in compliance with the technical drawings and specification. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance and specification with the international standard for stainless steel. An initial microscopic investigation shows that the entire laser etching, including the lot no 3770322, is readable. There are visible bone residues in the remaining threaded portion. Almost the entire threaded tip of approximately; 5mm is broken off and missing. The remaining shaft is bent and shows several striations marks as well as marks all over possibly caused from a forceps. This guide wire was manufactured in april 2011. This is the only known breakage worldwide of the article/lot number in question. Considering all relevant findings the guide wire broke due to a lateral mechanical overloading situation while in use. Neither a product nor a material related fault was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.